Event description:
The account alleged the side rail does not latch. No pt impact.

Manufacturer narrative:
The technician found fluid had spilled in the side rail latching mechanism. The technician cleaned the fluid out of the side rail latch and lubricated all parts of the side rail to resolve the issue.